Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients procedure for ipg replacement was unsuccessful due to an unknown reason. It was noted that the patient was sedated with general anesthesia when the procedure was cancelled.